Event description:
It was reported that a malfunction alarm with no prior notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support assisted customer with resetting pump by providing necessary information, and issue was resolved without the malfunction code recurring, allowing customer to continue using pump.